Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) episodes and lead impedance variation. The lead had oversensing with high rate non-sustained (hr-ns) episodes. The lead had high increasing pacing impedance and increasing thresholds. The lead was revised and during revision, appeared twisted severely in the pocket. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.